Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise #: (B)(4). The device was returned to the factory on 02/05/2020. An investigation was conducted on 03/09/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was obtained. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) visualization is unacceptable. Scope was not used in a live case, only cadaver labs. Customers have only utilized for demo purposes.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) visualization is unacceptable. Scope was not used in a live case, only cadaver labs. Customers have only utilized for demo purposes.

Manufacturer narrative:
Section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n 578579 visualization is unacceptable. Scope was not used in a live case, only cadaver labs. Customers have only utilized for demo purposes.